Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that hcp asked about a patient's low impedance measurement on a patient report for contacts 1/2. No actual numbers were available for the low value, and it was reviewed the low could either be 250 or 50 ohms. It was recommended to not program 1 and 2 together. However, if the patient was getting good therapy relief, the impact the short would have on recharging frequency was reviewed. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause of the low impedance could not be determined. There were no actions/interventions stated as taken or planned to resolve the issue, and the issue had not been resolved. The information had been confirmed with the physician/account.